Event description:
The user facility reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Multiple complications were encountered during impella cp support. Shortly following implant, suction was encountered on the pump. Positioning was verified via echocardiogram, and the possibility of a thrombus was discussed with the site. Additional attempts to reposition the pump were unsuccessful in restoring adequate flows, and the patient was transferred to a different site. During the transfer, the patient was switched to another automated impella controller, and the suction events resolved in the process. The staff was still made aware of concerns of a potential thrombus despite resolution of the suction event. Roughly 40 minutes later, the registered nurse noted left sided weakness and a code stroke was called. Two hours later, bleeding at the groin site was discovered and a massive blood transfusion was called. The patient coded once more 15 minutes later, and the decision was ultimately made to halt support. The patient passed away following the complications.

Manufacturer narrative:
The impella device was not received from the customer, and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system, section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Manufacturer narrative:
The investigation into the reported issue has been completed since the original report was submitted. The device was not returned for investigation. The data logs confirmed the failure mode and clinical narrative. The logs showed after pump started, motor current spiked following low flow that triggered auto suction response and suction alarms. This event remained for 70 minutes, then resolved when pump was run on p-2. Product was not returned for review. Based on clinical description and data analysis, the root cause of low flow was most likely biomaterial ingestion. The root cause of access site bleeding was unable to be determined as limited clinical details were provided and no product was returned for review. As limited clinical information was provided, the true root cause of the stroke/cerebrovascular accident could not be determined. Instructions for use for the related event are as follows: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ d.4 revised model number from the initial submission in accordance with updated procedures. G.1 revised reporting contact fax number from the initial submission in accordance with updated procedures. H.6 codes 4440, 2954 and 4628 were reported incorrectly on the previously submitted report per updated procedures. H.10 additional manufacturer narrative instructions for use were revised from the initial submission in accordance with updated procedures.